Event description:
It was reported that arrhythmia, pain, cardiac arrest and death occurred. The native aortic annulus was 25.1mm in diameter with moderate calcification on the leaflets and extending into the left ventricular outflow tract and non coronary cusp. The patient had a septal bulge and horizontal aortic anatomy. A sentinel cerebral protection system was placed via right radial access. The right femoral artery was accessed for placement of a large lotus introducer. The physician noted that he had placed a 'high stick' on the right femoral artery location. The right groin was pre-closed with x1 6fr non-boston scientific closure device. A size 25mm lotus edge valve system was advanced. Difficulty crossing the aortic arch was noted. Deployment was initiated, and it was noted that maintaining implant depth proved to be difficult due to the large septal bulge that was present within the patients anatomy and caused an asymmetric unsheathing of the device. It was decided to partially re-sheath the lotus edge valve and make another attempt at deploying the lotus edge valve. Asymmetric unsheathing occurred again on the subsequent attempt and another partial re-sheath of the system was needed. Following these two deployment attempts, a determination was made to begin implantation depth at approximately 6mm's allowing the braid frame to carry deeper within the patients anatomy and the depth would be adjusted once they began to observe the system deploying. This was successful and no further asymmetry occurred. Successful placement of the 25mm lotus edge valve was demonstrated by angiography and echocardiography (tte). During the implant assessment and intermittently during the procedure the patient experienced conduction issues such as paroxysmal atrial fibrilation and 3rd degree heart block. A temporary pacemaker was placed. Additionally, upon angiographic assessment a dissection within the right common femoral artery was present which was inferior to the location of the lotus introducer and near the position of the earlier placed non-boston scientific closure device. Balloon dilation of the dissection was completed with first a 5mm balloon over a period of 2-3 minutes and then again with a 6mm balloon for 2-3 minutes. Final angiographic images were taken which demonstrated timi 2 flow through the dissection plane. Additional manual pressure was held on the right groin within the catheterization lab and the nurse reported the presence of a hematoma in the right groin. The patient was sent to the intensive care unit (ICU) for monitoring. Shortly after arriving at the ICU the patient started to experience atrial fibrillation and tachycardia. The temporary pace maker was on. Albuterol was given. Once the heart rate normalized from the medication. An electrophysiology visit reveled the patient had good atrioventricular conduction and that the pace maker could be turned off. The patient went about 12 hours without the pace maker. The next morning, the patient went into heart block/ bradycardia with blood pressure drop. The pace maker was restarted. After five hours, the pace maker was turned back off to test the patient's rhythm. The patient's heart rate and blood pressure dropped. The pacer was set to 'cycle' and again when the pacemaker was turned off and the patient's blood pressure dropped. The pacemaker was turned on again. An echocardiogram was performed which revealed mild paravalvular leak. The implanting physician consulted with electrophysiology and decided a permanent pacemaker would need to be implanted right away. An accolade MRI dr was successfully implanted and the pocket was closed. At the end of the procedure the patient complained of back pain, dry mouth and her blood pressure dropped. The patient then went into cardiac arrest. Cardiopulmonary resuscitation was performed. The patient's ventricular function was at 15% and patient was on a ventilator and non responsive. The patient was transferred back to ICU where the patient's blood pressure dropped again. The patient was assessed and it was determined that the patient may have sustained brain damage. The family elected to remove ventilator support and the patient passed away within 10 minutes.